Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2010. Malformed clip, indicator wheel failure, antibackup failure. Eval summary: the el5ml was received in good visual condition. The device was cycled and one clip partially formed was fed due the antibackup failure, the remaining clips were scissored. Possible causes for this antibackup failure may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. However, it could not be determined what may have caused the found malformed clips. In addition, the device locked out as intended, but the orange indicator did not show up completely. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. Our manufacturing batch history review identified that malformed clips and indicator failure issues were identified during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.